Event description:
The customer called for help with her meter. While troubleshooting, she performed control test and received results of 389 and 385 mg/dl. The normal control range was 117-168 mg/dl. The customer did not allege any adverse events. The test strips were to be returned for evaluation, and replacement test strips were sent to the customer.

Manufacturer narrative:
This MDR is being filed late since it was inadvertently classified as a 'closed' complaint before regulatory affairs had a chance to review it. An improvement was implemented in the complaint system to prevent this kind of occurrence in the future. All of these 'closed' complaints were reviewed and, if appropriate, reported as mdrs.